Manufacturer narrative:
The investigation of the log file indicated that two consecutive motor encoder checks have occurred approx. 1.5 hours after start of automatic ventilation during the concerned procedure. The device forced a shutdown of automatic ventilation as designed and posted a corresponding alarm. The apollo is equipped with a piston ventilator; its motor drives the piston up and down via a spindle. The number of rotations equals the piston hub and thus, to the volume applied by the ventilator. Motor position, rotating speed and acceleration will be measured continuously and compared with the values calculated by the software. If significant deviations are detected, a shut-down is forced to protect the patient from potentially hazardous output resulting from false piston hubs and to prevent from mechanical damages to the ventilator. The device is not under a service contract. Dräger recommended to the hospital's biomed a replacement of the ventilator motor. In reflection of the device age of >12 years, it is seen likely that wear and tear abrasion of the collector disc has led to sporadic contact problems between the collector and the carbon brushes which has caused the speed fluctuations resulting in encoder check errors. A shut-down of automatic ventilation has no effect on gas dosage and monitoring fuctions; manual ventilation remains possible. No patient consequences have been reported for the particular case.

Event description:
It was reported that there was a ventilator failure. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure. There was no injury reported.